Manufacturer narrative:
(B)(4). Conclusion: the actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated and performed according to specification.

Manufacturer narrative:
(B)(4). Conclusion the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent a fibroid removal procedure on (B)(6) 2011. During the procedure, the device had no power and would not work. A second device was used to complete the procedure with no adverse patient consequences.